Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's wake button did not illuminate the pump screen. After plugging the pump into a power source, the pump screen illuminated and the pump features were accessible. The customer's blood glucose (bg) level was 385 mg/dl and an insulin injection was administered to address the high bg. The customer was to use insulin injections to manage diabetes.